Event description:
During the intended implantation of the lead the physician inserted the stylet to extract the fixation screw of the lead. When the stylet reached the tip of the lead, the fixation screw separated from the tip of the lead. The lead was removed. The detached fixation screw remained fixed in the atrium. According to the returned documentation a deterioration of the pt did not occur.